Event description:
On (B)(6), 2010 the lay user/reporter contacted lifescan to report the one touch ultralink meter was giving inaccurately erratic readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6), 2010 the patient claimed to have obtained imprecise blood glucose readings with the reported meter; however only one reading was given. On that day, the patient obtained the blood glucose reading of "greater than 600 mg/dl" on the reported meter. At an unspecified time afterwards, the patient experienced the symptom of "his back was hot". The patient administered self-treatment by taking his usual doses of insulin using the pump; he did not seek any medical attention. No information was provided about the patient's testing technique or the condition of the test strips. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient's symptom was not indicative of severe injury, and he did not seek any medical attention. However, as the alleged imprecision issue was not resolved this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.